Event description:
On (B)(6) 2012, this (B)(6) male pt was taken to the electrophysiology lab for an ablation procedure. During the procedure, the ablation catheter malfunctioned. The external steering device broke off disabling communication to direct and steer the internal portion. Notification was called into the company by the company rep. Step by step instructions were given on how to over-ride the steering mechanism. A vascular consult was called and assisted in the ep lab. The catheter was removed successfully by applying direct pressure to the sheath and catheter. The entire catheter was retrieved in one piece. The pt was returned to his room in stable condition. On (B)(6) the pt underwent insertion of a dual chamber ICD. On (B)(6) the pt was discharged home in stable condition.